Event description:
It was reported that the patient received inappropriate therapy by the cardiac resynchronization therapy defibrillator (crt-d) for what appeared to be atrial tachycardia (at)/atrial fibrillation (af) episodes detected in the ventricular tachycardia (vt) zone. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.